Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument passed the electrical continuity test. The instrument passed the recognition and engagement tests.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a burn at the tip. There was no report of patient involvement.